Event description:
The hospital reported that during a coronary artery bypass graft procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. The procedure was completed using a replacement device. There were no pt consequences.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.